Manufacturer narrative:
Product evaluation: the lens was returned. Damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined by the product investigation. It is unk if the iol caused the reported event. The lens was damaged, but the customer indicated the lens was cut for removal. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on the findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 07/21/2011 and 08/03/2011 by phone, fax and mail. Additional information was received on 07/21/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that during intraocular lens (iol) implant surgery, an iol had to be cut and removed due to a posterior capsular tear. It has not been determined if the iol caused the tear. A different model iol was implanted during the same procedure. Additional information has been requested.